Manufacturer narrative:
Additional information/corrected data, e3-occupation: team assistant. Device evaluation: the complaint device was not returned despite manufacturer retrieval attempts; therefore, no physical examinations could be performed; however, since the device was not returned, a previous investigation regarding a similar product and failure mode was reviewed. Physical examination of the complaint device in for this previous investigation found the device damaged with safety wire protruding from the coil. It was concluded that the main cause of failure was use error related to the location in the body where the device was used. It is possible that a similar cause of failure contributed to this complaint, but without additional information from the customer, this cannot be confirmed. Additionally, a document based investigation evaluation was performed for the current complaint. Investigation: a document-based investigation reviewed the following: complaint history, device history record, manufacturing instructions, and quality control specifications. The device manufacturing record showed no gaps in production or processing controls. A review of the device history record of the finished product shows no nonconforming events. A complaint history search revealed that there were no other reported complaints for this lot number. Conclusion: based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, additional risk reduction activities are not necessary at this time. The appropriate personnel were notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Medwatch#:(B)(4).

Event description:
Sus report (B)(4) received on 15nov2018 reported an incident involving a pericardiocentesis catheter. When placing a right pleural chest tube, the guard wire was noted to break outside of patient while being removed. The broken wire was removed entirely and a new chest tube and guard wire were used and device placement was verified with x-ray. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. To date, additional event information has been requested but not yet provided.